Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine images on the 9900 system were blank. No pt injury was reported.